Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the syringe and needle connector of the bd solomed¿ syringe during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown . Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that leakage occurred between the syringe and needle connector of the bd solomed¿ syringe during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that leakage occurred between the syringe and needle connector of the bd solomed syringe during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. From this information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Investigation conclusion: unable to determine a root cause.